Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise due to minute ventilation (mv) signal on the rv channel leading to oversensing. There were no observations of asystole. The plan was to turn off minute ventilation. It was noted that all other lead measurements were stable. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that the report was sent to cardiologist and the clinic is waiting for further instructions.

Event description:
Additional information received indicated that the lead safety switch (lss) on this pacemaker was triggered due to a high pacing impedance measurements greater than 3,000 ohms with another manufacturer's right atrial (ra) lead. There were also stored atrial tachy response (atr) episodes due to noise on the ra channel after the lead switched to unipolar sensing following the lss. In a review of device data, there appeared to be abrupt changes in the ra pacing impedance measurements from 100 to 1,000 ohms. Boston scientific technical services (ts) recommended performing additional troubleshooting with isometrics and pocket manipulations. No adverse patient effects were reported.